Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on a merlin transmission on the ventricular lead. The patient presented to the clinic and further review of merlin transmission noted multiple episodes of oversensing were detected since (B)(6) 2016, short blips of noise on the rv lead channel. The decision was made to cap the lead and place a new sense/pace lead on (B)(6) 2017 due to patient being dependent the patient tolerated the procedure well and went home following the procedure.